Event description:
It was reported that the patient's ipg became inoperable after the patient did not adhere to the recommended maintenance and charging of the ipg. In turn, surgery occurred to explant and replace the ipg, which addressed the issue.